Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A representative further clarified that the event, the loss of therapy occurred had occurred during normal use (previously reported as ¿pre-op¿). The exact date of when the patient lost the therapy effects was not known although the physician said it was sometime in (B)(6) of 2016 that the patient first showed the loss of therapy effect (event date estimated). The catheter revision was confirmed to have occurred on (B)(6) 2017. Regarding ¿catheter control¿ and ¿engine control¿ it was clarified that the physician ¿did ¿control¿ (1) if aspiration of the catheter (fluid) was possible: yes it was, fluid was clear/normal (1) and they checked the pump under x-ray: flush the catheter (program a bolus) and check the rotor movement: everything normal¿. The crease ascertained meant that during the catheter revision in the operating room, they saw a kink in the catheter. The cause of the kink was reported as unknown. The patient was doing fine. After implanting the new catheter, the itb-therapy effect was ¿as it used to be¿ as the level of spasticity returned to the level as it used to be before.

Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received lioresal 500 g/ml at a dose of 70.09 g/day via an implantable pump. The patient¿s concomitant medications were not obtainable and the patient¿s medical history was unknown. It was reported this event occurred ¿pre-op¿, on (B)(6) 2017, the patient had lost therapy effect, no more profit of the therapy and was more spastic. Diagnostic testing and troubleshooting were reported that the physician performed ¿catheter control, engine control¿ and dose rise. ¿catheter control¿ was made several times and no problems were ascertained. The catheter was well permeable. The dose was changed several times but one could ascertain no improvements ¿of the spastic¿. On (B)(6) 2017 the catheter was replaced for the security of the patient as decided by the physician. The 8709 catheter could be well show in x-ray with contrast without leakage. However, a crease was ascertained in the old catheter. The pump remained implanted. The issue was resolved at the time of the report and the patient¿s status at that time was reported as alive- no injury. The event date, context, and catheter control clarification were requested. Information reasonably suggests an earlier event date and clearer event context.

Manufacturer narrative:
The catheter was returned in segments. Visual inspection of the catheter identified markings on the retaining fingers in the cup connector. Analysis identified circular coring in the bottom of the cup of the sc connector. The shape of the coring was consistent with the tip of the connector on the pump. A leak was identified. Analysis concluded the catheter sc connector had coring-tears-cuts in the seal that met leak criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted the pump was previously delivering 109.99g/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.